Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory. No visible blood was observed inside the balloon region. The polarx was leak tested and passed all inner and outer balloon leak tests. The polarx was then dissected to investigate the blood detection wires for any symptoms that would result in a blood detection error. During balloon dissection an inner balloon blood detect wire split was found. This wire split could lead to the wires contacting each other which would result in a false blood detection error.

Event description:
It was reported that during a procedure a polarx fit balloon catheter was selected for use. However, when the physician was performing the inflation, after performing on the right superior pulmonary vein (rspv), a blood detection error was displayed, therefore the physician decided to end the procedure. Procedure was unable to be completed due to this event and had to be cancelled/rescheduled. No blood was visible inside the catheter after the error occurred. No patient complications were reported. The device is expected to be returned for laboratory analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a procedure a polarx fit balloon catheter was selected for use. However, when the physician was performing the inflation, after performing on the right superior pulmonary vein (rspv), a blood detection error was displayed, therefore the physician decided to end the procedure. Procedure was unable to be completed due to this event and had to be cancelled/rescheduled. No blood was visible inside the catheter after the error occurred. No patient complications were reported. The device is expected to be returned for laboratory analysis.